Event description:
It was reported through litigation process that sometime post a port placement, the catheter allegedly fractured. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the physical device was not returned for evaluation. No medical record were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that five months and sixteen days post port placement procedure, the catheter fractured, and extravasation was noted. The device was removed from the patient and was replaced with a new port. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: medical record reviewed by (B)(6) . The medical record alleges that port and catheter placement was performed through the right internal jugular vein for the patient requiring blood transfusion and iron transfusion. The port placement procedure was taken place by a transverse insertion and the packet was made, the poor tubing was tunneled from that side to the initial access site with the provider tunneler. Then the dilator and the sheet were placed over the wire and the fluoroscopy, there was a little bit of disturbance in the process suspected from the first rib and again the process when as it should. The catheter was then trimmed to the size and placed through the sheet technique into the internal jugular vein and the superior vena cava. Again the process was disturbed by the same partially obstructing object but eventually the passage was successful, the conclusion was the port was aspirated and flushed but with little bit positional in doing so. The blood flow was good and it was aspirated and the port was flushed with a hyper nice saline. After the port placement the incision was then closed the patient tolerated the procedural will. Approximately seven months later the patients internal jugular vein were the port-a-cath was accessed and the small volume of contrast extravasation along the looped portion of the graft in the neck was noted. After two days removal of broken right chest/internal jugular port-a-cath was performed. The right chest was insertion and open for dissecting the porta cat out of its packet it was take place by making a small incision at the previous vein access site in the neck and the subcutaneous component of the catheter was then able to be removed and the guidewire was placed down under fluoroscopic in an attempt to wire over a new one since this was not infected. The guidewire was able to pass but persistently obstruction was made which look like superior vena cava injection at the right atrium. Several attempts were made to pass the guidewire but all was unsuccessful. An aliquot of isovue contrast and injected that under fluoroscopy. It did flow into the superior vena cava and the atrium; however, there was more turbulence than suspected and a subsequent injection, more forcefully, caused retrograde flow up into the accessory veins, anterior jugular, etc. One more attempt was made to place the needle and the wire from the internet jugular vein aspect and even though the wire was able to get past the needle it would not pass down into the superior vena cava. For the same was made with the same with the right subclavian vein and again the wire did not pass into the superior vena cava where no complication were encountered. The right side was abandoned and the insertion was closed come out an ultrasound was used to identify the left internal jugular vein and it was assessed under ultrasound guidance with the needle and wire was placed the wire was passed down into the right atrium and ventricle and packet was made into the left chest wall after injection of lidocaine. The catheter was tunneled up to the neck access site where the port and catheter appliance was fixed to the chest wall. Then the dilator and sheet were placed over the wire under fluoroscopy the catheter was then trimmed to the size and plays into the sheet technique into the superior vena cava very smoothly and without any particular difficulty, the port was aspirated and flushed with heparinized solution multiple times. Hemostasis was good on the insertion what's good on the insertion and they're closed in layers, the patient tolerates the procedural well. As the submitted medical record confirms the catheter fracture and investigation was also confirms the reported device malfunction. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method) h11: h6 (result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that five months and sixteen days post port placement procedure, the catheter fractured, and extravasation was noted. The device was removed from the patient and was replaced with a new port. However, the current status of the patient is unknown.